Event description:
It was reported by the affiliate that (1) trt55 was used during a laparoscopic colectomy procedure. It was reported that the device locked out. The case was completed with another instrument. There was no pt consequence.